Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while inserting the dilator, a loss of fluid column occurred. Troubleshooting was performed but was not successful. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. Based on information provided and without the device to analyze, a cause for the reported leak splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.